Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system on one patient sample. The original specimen was re-centrifuged and then re-tested, and lower results were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a 13x100mm greiner serum tube. The customer centrifuges samples at 3000g for 10 minutes. Per customer, the sample was a full draw and clear in appearance. A routine system check was performed on (B)(4) 2010 which passed within instrument's specifications. There is no indication that service was dispatched for this event. Although pre-analytical sample handling may have been a contributing factor, a definitive root cause has not been determined to date for this event.